Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor_timeout errors - loss of bonding after 30 seconds due to the pairing prompts not being accepted to assist with the resolution of the issue, we provided helpline team with the following steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. Disable cross-device service in the phone a. On your android device, open settings . B. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. I. Or search â¿cross-deviceâ¿ from settings. C. Make sure use cross-device services is off or disabled d. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. The issue was confirmed by analysis of the logs that were collected for the time of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the customer was advised to keep the pump and the compatible mobile device within 20 feet of each other without obstacles. The issue was not resolved. The customer was also advised to delete the mobile device pairing from the pump and delete the pump pairing from the mobile device's bluetooth settings and follow the pairing process to pair the pump and mobile device but the pairing failed. The issue was not resolved and unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.